Event description:
Left side tmj implants removed due to swelling and pain.

Manufacturer narrative:
No user facility report received. Pt experienced recurring swelling with pain on the left side which was not alleviated by treatment with antibiotics. Culture testing was negative, however, organism growth may have been suppressed by antibiotics in the pt's system. Surgeon elected to remove tmj implant components and plans to place new devices at a later date. Implants were in service for approx 5 yrs 10 months.